Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges that the consumer called stating that the charger caught fire.

Manufacturer narrative:
Only the 5a charger was returned for evaluation. The right lead on the ac receptacle was dislodged from the pcb of the charger which likely lead to an electrical failure on the pcb.

Event description:
Dealer alleges that the consumer called stating that the charger caught fire.